Event description:
It was reported by the affiliate that the 6x40 smart control stent could not deploy in the patient. The surgeon had to withdraw it and used another one to complete the procedure. Preliminary device evaluation revealed that the stent was received protruding 2cm. Product evaluation demonstrated that the stent was received partially deployed (2cm). There was no patient injury reported.

Manufacturer narrative:
This is the initial and final report for this device. The gender of the patient is unknown. Complaint conclusion: it was reported that the 6x40 smart control stent could not deploy in the patient. The surgeon had to withdraw it and used another one to complete the procedure. Product evaluation demonstrated that the stent was received partially deployed (2cm). Multiple attempts have been made to determine if the device was shipped in this condition or if it may have occurred during shipment/handling. There has been no reply. There was no patient injury reported. One non-sterile pkg assy 6x040 smart vas120cm was received coiled inside a plastic bag. Unit was partially deployed (2cm).a kink was observed at 5.5cm from ID band. Locking pin was not received. No residues were observed. No other discrepancies were found. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The cause of the "partial deployment" condition could be related to the attempts made by the physician to deploy the device. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿sds - deployment difficulty-unable¿ by the customer was not confirmed since no anomalies were found during functional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no corrective actions were taken. Analysis of the returned device did not confirm the reported deployment difficulty. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The complaint conclusion has been updated to reflect an edit to the product evaluation; it does not change the conclusion. Complaint conclusion: t was reported that the 6x40 smart control stent could not deploy in the patient. The surgeon had to withdraw it and used another one to complete the procedure. Product evaluation demonstrated that the stent was received partially deployed (2cm). Multiple attempts have been made to determine if the device was shipped in this condition or if it may have occurred during shipment/handling. There has been no reply. There was no patient injury reported. One non-sterile pkg assy 6x040 smart vas120cm was received coiled inside a plastic bag. Unit was partially deployed (2cm).a kink was observed at 7.5cm from ID band. Locking pin was not received. No residues were observed. No other discrepancies were found. The usable length was measured and found within specification. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue (kinks). Handling and procedural factors could be contributed to this condition. The failure reported ¿sds - partial-deployment" by the customer was confirmed. The cause of the failure could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The failure reported ¿sds - deployment difficulty-unable¿ by the customer was not confirmed due to unit was received deployed. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no actions were taken. Analysis of the returned device did not confirm the reported deployment difficulty. Product evaluation demonstrated that the stent was received partially deployed (2cm). Multiple attempts have been made to determine if the device was shipped in this condition or if it may have occurred during shipment/handling. There has been no reply to date, therefore with the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.